Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that an alert was triggered for the right ventricular (rv) lead due to increased shock impedance rising above the alert limit threshold. In addition, the pacing impedance was noted to have decreased, increase in threshold and varying r-wave values. The alert limit for the shock impedance was increased. The rv lead remains in use. No patient complications have been reported as a result of this event.